Manufacturer narrative:
The technician adjusted the caster to repair the bed.

Event description:
Info received indicates the brakes were not holding on the foot end of the bed. The caster was not moving freely, but when the foot of the bed was pushed the caster would roll slowly.